Manufacturer narrative:
Correction: h6: codes should reflect product not returned.

Event description:
It was reported that a patient presented in-clinic for a lead revision procedure. Prior examination of the patient's right atrial lead revealed failure to capture, as well as impedance and sensing malfunctions. Lead perforation was noted, which resulted in a slight pericardial effusion, which the physician was able to resolve during the procedure. The lead was explanted and replaced on (B)(6) 2023. The patient was stable throughout.